Manufacturer narrative:
This report is submitted on september 25, 2019.

Event description:
Per the clinic, the patient experienced an infection at the implant site, resulting in removal of the abutment to manage the infection. The implanted fixture remains insitu.